Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip confirmed dried fluid in the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead required revision a little over a month post implant. It was noted at the procedure that the lead could have been sutured in place more and tissue was also noted in the helix. No patient symptoms were reported prior to the procedure. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead required revision a little over a month post implant. It was noted at the procedure that the lead could have been sutured in place more and tissue was also noted in the helix. No patient symptoms were reported prior to the procedure. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.